Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to an ongoing infection. A latter procedure when implanting mesh had caused a bacterial response so the surgeon decided to replace the entire device. A patient outcome was not reported.